Event description:
It was reported that this ambicor penile prosthesis (app) was not working properly. Upon in-clinic evaluation, the physician tried to pump the device and it was not possible; also, the pump was riding high in the scrotum. Surgical intervention was performed, during which a fluid leak was identified; no source was confirmed. The device was explanted and replaced. There were no patient complications reported.